Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image loss was due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components ( chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿ "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ [inspection of the endoscope]. Confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a light guide connector air leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to damage on charged coupled device unit, image noise occurs, and the image cannot be seen. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to a crack on the light guide connector, water tightness is lost, breakage of the image sensor, bending section cover or distal sheath (a-rubber) has a scratch, adhesive on a-rubber has a chip, due to deformation of bending tube, bending angle in up direction exceeds the standard value, due to damage on forceps elevator, lever(sp), bending section cannot be fixed firmly, adhesive around objective lens is peeled, switch 1 has a scratch, video connector has a crack, video connector has a scratch, video connector case has a scratch, light guide connector case has a scratch, light guide-cover glass has a scratch, right/ left lever has a scratch, angulation lever has a scratch, right/ left plate has a scratch, up/ down plate has a scratch, grip has a scratch, and the control unit has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.